Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. No product was returned. The customer contacted ess to inquire about reprocessing endoscopes after a patient was confirmed with cjd. Ess informed the customer the IFU reprocessing manual indicating that the devices exposed to cjd must be destroyed in accordance with local procedures. Relevant manuals and customer letter on cjd exposure were provided to the facility. The customer will coordinate with their infection prevention regarding exposed patients and dispose of the scopes. The event can be prevented by following the instructions for use from the reprocessing manual which state: "prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was exposed to creutzfeldt-jakob disease (cjd) during a therapeutic tracheostomy and peg placement (percutaneous endoscopic gastrostomy). It underwent cleaning, reprocessing, quarantined and will be disposed accordingly. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.